Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating the device screen could not display the patient's heart rate after defibrillation. Medical staff were unable to assess the effectiveness of the treatment or adjust the plan based on changes in heart rhythm. CPR continued, and a backup defibrillator was quickly utilized. Monitoring later confirmed that the patient's heart rhythm had returned to spontaneous circulation, and a clear pulse was felt.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address city: (B)(6).